Event description:
A malfunction was reported on the pump, with the customer noting that no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.